Manufacturer narrative:
E1 "establishment name" (B)(6)." A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. The device was returned to olympus for inspection, the customer's complaint was not confirmed. Based on the results of the investigation, physical stress was applied to the insertion section during user handling and caused the coating to peel. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: 3.3 inspection of the endoscope. 4 inspect the external surface of the entire insertion section, including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects. In addition, the following non-reportable malfunctions were found during the device evaluation: the adhesive on the bending section cover was chipped. The control unit, switch box, scope cover unit, insertion tube rotation ring, angulation lever, up down (ud) plate and grip were scratched. The universal cord was dented, scratched and wrinkled. The protector of the universal cord on the scope connector side was damaged. The bending angle in the up direction exceeded standard value due to wear of the angle wire and dent on bending tube. The angulation lever did not move smoothly due to damage. The connecting tube was dented. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera elite bronchovideoscope had ¿broken connector, disconnection¿ the device was returned for evaluation. During the device evaluation, the following reportable malfunction was found, ¿the coat of the ig pipe has been peeled off. (1mm2 or more)¿ there were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.